Manufacturer narrative:
The needle of this echo device was confirmed broken during the device evaluation conducted on (B)(4) 2013. This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of patient outcome.

Event description:
The initial complaint description was received as follows: "needle was coming out of the sheath but not going inside the sheath." The initial complaint information received indicated the incident occurred prior to patient contact. During the device evaluation conducted on (B)(4) 2013, the needle of this device was confirmed during the device evaluation. No information was received prior to this indicating a needle breakage had occurred or that the device had been used. No information was received to indicate any adverse effects to the patient occurred. Physician used another needle to complete the procedure. There were no echo-19 (echo) devices of lot number c855632 in stock at the time of the complaint investigation. One x echo device of lot #c855632 was returned for evaluation. The device was returned in the original packaging and was open on receipt. This echo device was returned with the stylet being present within the device. The device was returned with the needle exposed from the sheath approx. 75mm. The distal needle extension was examined and was confirmed to be intact however deformation of the needle tip/bevel was observed. Evidence of blood on the needle was observed at the point of needle exiting the sheath confirming that needle had been previously used. It may be noted, however, that according to complaint description, the physician found the defect before introducing device into the scope. As evidence of blood was observed on the device further clarification on the complaint issue was requested, however, no additional information was received. A kink was noted on the needle/sheath approx 40 mm distal to the sheath extender. It was possible to advance/retract the handle during device evaluation; however, despite the handle movement, the needle was not retracting inside the sheath confirming customer complaint. To further investigate the issue with needle not retracting, the needle was fully removed from the device. Removed needle was examined and needle breakage was observed at the point of previously observed kink (approx 4 cm below the sheath extender). Needle was measured approx 32cm from the luer lock to the point of breakage. Blood residue was also observed at the point of needle breakage. It was determined during the laboratory evaluation that cause of the customer complaint "needle was coming out from the sheath but not going inside the sheath" was that the needle was broken inside the sheath. Cause of the needle breakage may be attributed to needle kinking as kink on the sheath was evident at the point of breakage. A kink could have occurred due to product handling; however, a definitive root cause of the kink was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. There have been no adverse effects to the patient, physician used another needle to complete the procedure. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.